Manufacturer narrative:
The investigation for the priming issue has been completed. The pump was returned and evaluated. The purge cassette was not returned. There were no visual abnormalities on the pump. The pump was de-aired without problems in the lab and produced purge pressure and purge flow within spec. There was no issue found during the case. The field logs show a good purge pressure of approximately 500mmhg for 45 minutes with no alarms. The device functioned/operated to specification. Corrections to the initial MFR report: h6 impact code 4629.

Event description:
The complainant reported that during prep, the impella 5.5 was unable to be de-aired. Therefore, a new 5.5 was used and successfully implanted.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.